Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bioid (biometric identifier) scanner was malfunctioning, causing slow fingerprint recognition and display issues. The field service engineer replaced the bioid unit which resolved the issue with login time reduced to approximately 1 second after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system bio ID was slow in detecting fingerprints and flashed a static-like screen during login. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.